Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported, the instrument was broken where the carbon meets the metal piece, it snapped off.